Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at an unknown dose via an implantable pump for intractable spasticity and head/brain injury. It was reported that they were unable to aspirate from the catheter access port, but there was no change in patient symptoms and the patient was doing very well prior to the procedure. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. The existing 8578 was replaced with a new 8578 and the doctor was able to aspirate the cap after this was done. The issue was considered resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.